Event description:
New information available on 7/26/2018 states that the right atrial lead was dislodged and underwent lead revision on 4/20/2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's system was explanted on (B)(6) 2017 due to a suspected pocket infection. The patient was stable throughout.